Event description:
Diagnostic laparoscopy for biopsy of a lymphnode of the mesentary- "incident occurred in or, our trocar was used in procedure. The patient had abdominal abscess after an explorative laparoscopy. In the procedure, reusable trocar were used but, as for the first access trocar continuously exit from abdomen, it was substituted with our c0r47. Intervention was ok but after some days the patient had fever and abscess was diagnosed." Type of intervention- antibiotic therapy. Patient status- patient health is improving.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, after receiving further information, it was determined that there was no evidence that the c0r47 involved in the case cause the infection reported in the subject. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.